Manufacturer narrative:
(B)(4). Batch: #unk. The device was received with no apparent damage. The instrument was leak tested and failed the irrigation test. In addition, no continuous activation issues were noted as reported. The instrument was disassembled and the button assembly of the irrigation side was found to have the irrigation valve bent as a result of this the irrigation valve failed. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The irrigation issues reported by the customer is confirmed. It is possible that this issue could occur during our manufacturing process. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that before an ob-gyn surgery, the device irrigated even though the irrigation button was not pressed. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.